Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the position of the cam when valve was received was 120mmh2o. The valve was visually inspected, no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks noted. The catheters were leak tested, no leaks noted. Review of the history device records confirmed the valve product code 82-3101 with lot ctmch2, conformed to the specifications when released to stock in 25th november 2015. No root cause could be determined, as no occlusions were found with the valve or the catheters. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Gtin: not available. Upon completion of the investigation, a follow up report will be filed.

Event description:
Before finalization of the surgery, the valve would not drain more liquor - therefore, shunt was removed - drying to flush the system also did not work

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve product code 82-3101, with lot ctmch2, conformed to the specifications when released to stock on the 25th november 2015. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.